Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in b5. The bending section rubber was leaking. There was no ultrasound or fibre images displayed. The electrical connector insulation did not meet specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus process engineer reported on behalf of a customer, the evis eus ultrasound bronchofibervideoscope bending section covering was shredded with metal showing. The event occurred, while in the wash (automated endoscope reprocessor). There was no report of patient harm. During incoming inspection, a b30 (scope communication) error occurred; due to fluid invasion in the plug body. Also, there was no image evident; due to the charge coupled device. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 (scope communication) error/no image occurred because the video function did not work properly due to faulty connector. The event can be detected/prevented by following the instructions for use which state: ¿¿warnings and cautions¿¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.